Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Patient medical records were obtained and reviewed by a medical professional. From a medical perspective, based on the information available, it is unlikely that the complaint is product related. (B)(4). The patient is considered severely obese. It is stated in the warnings and precautions that excessive patient weight tends to adversely affect hip replacement implants. The investigation could not verify or identify any product contribution to the reported event without device examination. However although not returned, it would not be unreasonable to find poly material wear after the length of time reported as implanted. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address dislocation. Osteolysis and poly wear were also reported. Update rec¿d (B)(6) 2014 - patient's medical records were received. Records indicate the patient was revised to address pain. Upon revision a screw holding the liner in place was found to be broken. The screw is being added to the complaint at this time. The complaint was updated on: (B)(6) 2014.